Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the packaging of the seal & cut instrument caiman disp.instr.articulat.d:12/240 mm. Intraoperatively it was noticed that the peel off paper was already peeled back from the plastic blister. The product was not used as it was deemed not sterile. There was a slight delay in surgery, as the product had to be replaced. There was no patient harm. Additional information was not available. The adverse event/malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00562. Involved components: pl741su - caiman disp.instr.articulat.d5/360 mm - 52477414.

Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00562. The instrument arrived in a clean condition.according to the available information, there were no negative consequences for the patient. At first, we made a visual inspection of the blister inside the cardboard box. Here we found, that the lower right corner was partially peeled off . In the next step we investigated the sealing surface at the peeled off area. Here we found no hints for a improper sealing like glossy surfaces or similar. The evenly dull frosted surface is a sign that the sealing process was finished flawless. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There is no further complaint with this lot and error pattern at hand. The root cause for the problem is most probably usage related. According to the complaint description, the surgeon tried to open at a corner, which was not prepared for peeling off (no pull tab) and was irritated, that it was easily possible. Peeling off the blister is possible from each side or corner of the blister, the tab at the upper right corner has only been installed to facilitate the opening. The described case is no product or quality deviation.